Manufacturer narrative:
Additional information has been received from the initial reporter. The issue was not identified as a controller failure, so the care team did not exchange the automated impella controller. They attempted to restart at the previous performance level, then at p2, and waited a minute before trying again. After completing all recommended troubleshooting steps, the care team ultimately decided to withdraw care due to the patient¿s poor prognosis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right axillary artery surgical site to support the 75 year old female patient who had been admitted in with plan for coronary artery bypass surgery and suffered from post cardiotomy cardiogenic shock and low cardiac output syndrome. She was in scai stage e shock at the time of pump insertion. Prior to the cp insertion she was supported by an intra aortic balloon pump and extra corporeal membrane oxygenation. Other underlying medical history was not shared. The cp was supporting for over 9 days when the pump stopped. The ICU team attempted to troubleshoot but re-starting failed. The patient was noted to have a poor prognosis and not many other options, and as such the decision was made to withdraw care and the patient expired. The cp had been used beyond indication when the pump stopped and was not replaced, nor escalated. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. Prior to the pump stop and care withdrawl, the device had functioned as expected, p-8 with 3.4l/min flow with d5w with sodium bicarbonate in the purge solution. The medical center submitted a medwatch that has furnished further details. The patient has an extensive medical history known prior to the hospitalization. She had known anxiety, remote nontraumatic intracerebral hemorrhage, hypertension, hyperlipidemia, coronary artery disease, prior myocardial infarction, peripheral arterial disease, carotid artery disease, diabetes, chronic obstructive pulmonary disease, hypothyroidism, and a chronic lower limb wound. When the pump stop occurred the patient had rapid clinical decompensation. The troubleshooting measures of restarting the pump and automated impella controller (aic) failed, despite calling the company representative for assistance. During this time the medical therapy was escalated but the pump itself was not escalated nor replaced. Of note, the patient was supported by a vent for respiratory needs and a epi-cardial pacemaker at the time. The patient expired on the day of the pump stop despite all measures taken.